Event description:
A report of uncomfortable stimulation and residual stimulation was received. The physician decided to replace the ipg due to a suspected malfunction. The patient was implanted with a new ipg and is reportedly doing well.